Manufacturer narrative:
The device was not returned to the service center for evaluation. The exact cause of the reported event cannot be determined at this time. However, based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the probe broke off in two pieces and fell into the patient. The doctor was performing seal and cut when the event occurred. The device fragments were retrieved with a grasper. No metal was exposed on the device jaw. There was no unusual bleeding reported. The generator settings were 2cut/1coag. The intended procedure was completed with a similar device. No other equipment was replaced during procedure. There was no patient injury reported. Additionally, the user facility reported that the device was inspected prior to use and no abnormalities were found. The connection points to the generator were inspected and no cable damage was observed.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation, correct the device lot number and manufacturer date. The device was returned to the service center for evaluation. The returned device was attached to the test usg-400/esg-400 and a and the device failed the probe check. A u509 error code was observed. The distal end of the device was inspected under a microscope and found approximately 17mm of the probe is detached, missing portion returned. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed, no abnormality. Based on the similar reported events, the cause for the damaged/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation. In addition, the OEM performed a review of the DHR and found no anomalies during the manufacturing of the subject device and lot number.